Event description:
The brand new hose melted into itself. It wasn't overheated that we noticed it hadn't been on a long time the plastic smell caused my daughter who's (B)(6) to get really sick. She has headaches when she is unable to use the machine and we just got this new bose. It took 3/4 weeks from the time I ordered it to get it here at my home. I believe the machine malfunctioned or shorted out, this is the second machine that's broken and it takes so long to replace. It will affect everything in my daughter's life. I go through (B)(6). FDA safety report ID# (B)(4).